Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 628 mg/dl at the time of hospitalization. The customer reported that they found that the cannula was bent and was not inserted in the body. The customer stated that they received insulin flow blocked alarm at the time of incident. The reservoir will not be returned for analysis.